Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up computed tomography (CT) it was noted that the closure device may have migrated into the appendage and appeared rotated and uncompressed. There was extensive contrast flow into the appendage, consistent with a large peri device leak on the inferior side of the closure device. The appendage did not appear to be occluded. No further information has been received at the time of this report. It was further reported that the patient was placed back on oral anticoagulation (oac) and another scan will be performed in three (3) months. It was further reported that the closure device frame is fractured. It was further reported that the patient had an intervention on (B)(6) 2026, to plug the leak caused by the shifted device. The patient has experienced no adverse events and has remained on oac since implantation. Four plugs were used to close the leak of the closure device.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code added.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review procedural media was provided to aid in the investigation and was reviewed by a bsc research and development representative. The media review concluded that due to the large distal volume, fairly low compression, and low wall apposition on the mitral side, the device likely shifted and then fractured. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # (B)(4) batch # (B)(4). The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was evidence to suggest that the device was used in a manner inconsistent with the labeling. The additional device required (plug) for a leak was not required per instructions for use (IFU). Watchman flx? Pro IFU lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal and implant movement/shift (additional device and medication required). Risk review a risk review was completed and confirmed that the events of implant did not seal and implant movement/shift were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up computed tomography (CT) it was noted that the closure device may have migrated into the appendage and appeared rotated and uncompressed. There was extensive contrast flow into the appendage, consistent with a large peri device leak on the inferior side of the closure device. The appendage did not appear to be occluded. No further information has been received at the time of this report. It was further reported that the patient was placed back on oral anticoagulation (oac) and another scan will be performed in three (3) months. It was further reported that the closure device frame is fractured. It was further reported that the patient had an intervention on 29-jan-2026, to plug the leak caused by the shifted device. The patient has experienced no adverse events and has remained on oac since implantation. Four plugs were used to close the leak of the closure device.

Manufacturer narrative:
H6 device code a0406 material deformation removed.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device & delivery system (wds) was implanted on(B)(6) 2025. The patient was discharged. During a routine 45-day follow-up computed tomography (CT) it was noted that the closure device may have migrated into the appendage and appeared rotated and uncompressed. There was extensive contrast flow into the appendage, consistent with a large peri device leak on the inferior side of the closure device. The appendage did not appear to be occluded. No further information has been received at the time of this report. It was further reported that the patient was placed back on oral anticoagulation (oac) and another scan will be performed in three (3) months. It was further reported that the closure device frame is fractured. It was further reported that the patient had an intervention on 29-jan-2026, to plug the leak caused by the shifted device. The patient has experienced no adverse events and has remained on oac since implantation. Four plugs were used to close the leak of the closure device.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up computed tomography (CT) it was noted that the closure device may have migrated into the appendage and appeared rotated and uncompressed. There was extensive contrast flow into the appendage, consistent with a large peri device leak on the inferior side of the closure device. The appendage did not appear to be occluded. No further information has been received at the time of this report.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up computed tomography (CT) it was noted that the closure device may have migrated into the appendage and appeared rotated and uncompressed. There was extensive contrast flow into the appendage, consistent with a large peri device leak on the inferior side of the closure device. The appendage did not appear to be occluded. No further information has been received at the time of this report. It was further reported that the patient was placed back on oral anticoagulation (oac) and another scan will be performed in three (3) months. It was further reported that the closure device frame is fractured.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: device code added.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code corrected from f26: no health consequences or impact to f2303: medication required.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up computed tomography (CT) it was noted that the closure device may have migrated into the appendage and appeared rotated and uncompressed. There was extensive contrast flow into the appendage, consistent with a large peri device leak on the inferior side of the closure device. The appendage did not appear to be occluded. No further information has been received at the time of this report. It was further reported that the patient was placed back on oral anticoagulation (oac) and another scan will be performed in three (3) months.